Event description:
A patient reported that he sustained burns and scars after a treatment with ultrapulse encore.

Manufacturer narrative:
Patient reported that he sought additional medical consultation. Reasonable attempts have been made to obtain additional patient outcome information and device details from the user facility. If more info is provided, a follow-up report will be filed.